Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of syncope. Remote data information showed pauses up to nine seconds. As a result the implantable pulse generator (ipg) mode was re-programmed, and the device remains in use. No further syncope episodes occurred after re-programming. The patient presented for follow up check, and manipulation of the patient arm revealed oversensing and pacing inhibition on the associated unknown ventricular lead, and intermittent oversensing on the associated unknown ventricular and atrial lead. Review of device data revealed r-wave decrease. The ipg remains in use. No further patient complications have been reported as a result of this event.